Event description:
The caller reported an issue with the time settings on their device. There was no adverse impact to the customer's blood glucose level as previous settings did not result in bgs above 500 mg/dl or below 54 mg/dl. Technical support assisted in updating the pump time and advised the caller to monitor for any recurring discrepancies. The caller understood and acknowledged the guidance provided.